Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he is experiencing sensor issues and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 63 mg/dl at the time of incident. Troubleshooting was offered for the keypad issues but not the sensor issue. Customer declined to troubleshoot and believes everything is working fine. No further information was given.